Event description:
It was reported that the epicardial leads had high thresholds. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: sedr01 implantable pulse generator, 2013-(B)(6); 5071 implantable pacing lead, 2013-(B)(6); 5866-38m adaptor, 2013-(B)(6). (B)(4).